Event description:
It was reported the patient was experiencing shocking sensations in her left side (from arm to foot) and in the middle of her back with stimulation turned off and at random times. The patient previously had an ipg pocket revision on (B)(6) 2013 where the ipg was relocated. A sjm representative met with the patient and checked impedance and found all values were within normal range. The sjm representative reprogrammed her with three new programs to try out.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.